Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
The doctor reported to sales rep that a nail was broken after 4 month of implantation. The explantation (revision surgery) has not been performed, the patient has complained hip pain and x-ray has shown the broken implant.

Manufacturer narrative:
A review of the DHR revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation; implant breakage was considered and thresholds were not exceeded. As no item was returned no physical examination could be carried out. Due to missing product it could not be determined in what manner nail had broken. As the nail was not available it could not be determined if the nail had been damaged intra-operatively. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities ¿ a nail breakage can rather be classified as anticipated; specifically if one or more contributing issues concurrence with each other. It could not be determined what range of weight bearing had been advised by the surgeon for the post-operative period. It could also not be determined if the patient had been compliant to the instructions. We received two x-ray images which were forwarded to our hcp for a medical statement. His comments [excerpts]: ¿in this case a high-grade instable fracture is present, which is unhealed after a period of 4 months [delayed union]. Apart from that no conspicuities in the x-ray images could be verified.¿ although the examination of the product was not possible it can be determined on the basis of the hcp statement, that the root cause of the reported event is not linked to a deficiency of the device but is rather related to the patient¿s condition [material overload in case of non-healed fracture after an implant residence time of 4 months]. In the corresponding IFU and operative technique applicable warnings related to this failure mode are noted. Based on received information and referring to that no deviation was found in the manufacturing documents a deficiency in the nail in question was not verified. In case the item and / or substantive information will become available in future we reserve the right to update the investigation and to change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The doctor reported to sales rep that a nail was broken after 4 month of implantation. The explantation (revision surgery) has not been performed, the patient has complained hip pain and x-ray has shown the broken implant.